Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 5.6; lab-inr: 4.6.

Manufacturer narrative:
Customer claims discrepant results - inratio high. Root cause analysis: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: meter-inr: 5.6; lab-inr: 4.6; mean: 5.1. The mean of the two values is >5.0 and the difference between inr's is <2.2. These values are not considered inaccurate. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.